Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(6); batch: 7099996/7100082. Product family: scs-linear leads; upn: m365sc2366700; model: sc-2366-70; serial: (B)(6); batch: 7075888/7075893.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to charging difficulty and inadequate stimulation. The patient was also experiencing pain at the implantable pulse generator (ipg) site. The explanted products were disposed by the medical facility.